Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1989 was used based on age of patient. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2306112 d4. Medical device expiration date: 31may2028 h4. Device manufacture date: 30may2023 d4. Medical device lot #: 2304173 d4. Medical device expiration date: 31mar2028 h4. Device manufacture date: 04apr2023 d4. Medical device lot #: 2304178 d4. Medical device expiration date: 31mar2028 h4. Device manufacture date: 04apr2023 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discard¿ ii - 2-piece syringe had foreign matter. The following was translated from french to english: we find plastic deposits on the walls of the syringe. Which are accentuated when the piston is removed. No patient consequences.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot numbers 2306112, 2304173, and 2304178. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the samples, the presence of lubricant flakes was identified in the barrel component. This is not considered a defect. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
No additional information